Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the cs100 intra-aortic balloon pump (iabp). The leaking issue was resolved by installing a new manifold, drive. Completed the full calibration, functional testing and safety check to factory specifications. Returned to the customer and cleared for customer use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preparation, the cs100 intra-aortic balloon pump (iabp) unit is leaking in the circuit there was no patient involvement.